Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope after the scope was returned from the regional repair center. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provide testing, cleaning disinfection and sanitization (cds) practices, and the legal manufacturer's final investigation. Additional details were received regarding the cleaning disinfection and sterilization practices (cds) of the user as follows: there were no deviations or deficiencies or concerns in reprocessing. Culture test results from a third-party institution provided by the user are listed below. Sampling date: (B)(6) 2023. Sampling from:all channels. Cfu:>100cfu. Bacterial identification: unknown. Sampling date: (B)(6) 2023. Sampling from:all channels. Cfu:9cfu. Bacterial identification: unknown. Sampling date:(B)(6) 2023. Sampling from:all channels. Cfu:>100cfu. Bacterial identification: unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined, as the device was not returned to olympus for testing and evaluation. The reported event was not confirmed as the scope was not microbiologically tested. The event may be prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.